Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose levels (lowest of 38 mg/dl). To treat the low bg level, the customer consumed carbohydrates. Reportedly, the customer recently increased physical activity and the pump settings needed to adjusted. The customer reported being in contact with health care provider regarding diabetes management.